Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7 h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 & 13/22) the device was returned to the factory for evaluation on 07/02/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the damage of the heater wire observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using vasoview hemopro 2. After opening the package the harvester noticed that the heating element on within the bisector jaws was broken. The device was never used during the case. A new device was opened and the case was completed. No injury to the patient.